Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) could not be interrogated nor responded to a magnet. The patient had been lost to follow up for two years. Boston scientific technical services (ts) recommended device replacement. The device was explanted due to suspected premature battery depletion (pbd) and replaced without incident. Besides urgent replacement, no adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The device could not be interrogated so memory analysis could not be performed. The device also exhibited no output. The device case was opened in order to assess the internal components. The battery was replaced with an external power source. The battery monitoring voltage was too low to support normal device function. Testing noted an issue with the mixed mode integrated circuit (mmic). Detailed analysis identified a crack in the mmic; however, it is unknown whether the crack was induced during the manufacturing process, while the device was implanted, or during laboratory analysis. The root cause of the lower-than-expected battery voltage was unable to be definitively determined. This issue has been reported to our manufacturing and engineering groups and we will continue to monitor field reports for similar device behavior/findings.